Manufacturer narrative:
Product event summary: it was reported that the controller ac adapter's connector was damaged and was no longer able to securely connect to the controller. The controller ac adapter was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller ac adapter met all requirements for release. The reported event was not confirmed since the device was not returned and no supporting evidence was provided. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the inability to securely connect the controller ac adapter to a controller may be attributed, but not limited, to a damaged output connector due to the handling of the device. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the plastic connector on the controller ac adapter that connects to the controller broke and no longer locks to the controller. The device was exchanged without reported patient consequence.